Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. The rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. The rv lead remains in service. It was reported that the patient with this right ventricular (rv) lead was part of a system involved in a pocket erosion. Reportedly, the plan of action was to wait for longer term culture results. A debridement was planned and leave all components in place. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information indcates that this right ventricular (rv) lead was part of a system revision due to infection and erosion. The patient experienced confusion. There were no additional adverse patient effects reported. The rv lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the describe event or problem, age at time of event or date of birth and sex..

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the describe event or problem, age at time of event or date of birth and sex.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. The rv lead remains in service. It was reported that the patient with this right ventricular (rv) lead was part of a system involved in a pocket erosion. Reportedly, the plan of action was to wait for longer term culture results. A debridement was planned and leave all components in place. There were no additional adverse patient effects reported. The rv lead remains in service.